Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that the cause of the por message was that patient did not charge implantable neurostimulator for over 50 days. Rep reported that troubleshooting involved doing a por and recharged ins to 50%. Issues have resolved.

Event description:
It was initially reported that it was thought that the patient was having coupling issues with the recharger. However, when the manufacturer representative (rep) met with the patient in the healthcare provider (hcp)'s office and found the implantable neurostimulator (ins) to be in over discharge. Rep completed 2 physician mode recharge (pmr) after which they were able to see the normal recharging screen. It was observed that after charging for 1.5 hours the ins battery still had not incremented above 25%. Agent reviewed expected charging time with 6-8 coupling boxes (6 is what was active at time of call). Re was going to keep charging patient's implant. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.